Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The biomedical engineer troubleshot this reported fault with ge healthcare technical support. Confirmed the mylar flap of the expiratory flow sensor was stuck to the top of the flow sensor housing. The flow sensor was recommended for replacement.

Event description:
The hospital reported the unit alarmed and was not displaying accurate tidal volumes during preuse checkout. There was no report of patient involvement.